Event description:
In 2007, a clinical incident involving a paragon t2 arthrowand was reported to arthrocare corporation. During an arthroscopic procedure of the knee, the tip of the device was reported to have detached and remained in the patient's knee. There is no plan to reoperate to remove the fragment. The patient is reported to be doing well. No injury was reported.

Manufacturer narrative:
The device was not returned for investigation. No conclusion can be made.